Manufacturer narrative:
Customer service requested that the customer try the pump with the battery pack and the customer confirmed that she would get batteries and do so and would call back. On (B)(6) 2019, the customer called customer service and indicated that after putting new batteries in the battery pack, the pump powered on and then powered off on its own. She further indicated that the pump still would not power on at all with the power supply. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 05/09/2019, the customer confirmed that she developed mastitis and was prescribed an antibiotic. She indicated that the replacement pump was working without issue and the mastitis was resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her pump in style breast pump was not powering on with the power supply. She further alleged that she had mastitis, for which she went to the urgent care and received oral antibiotics and a cream for cracked nipples.